Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4).. The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: reporter called to report - safety mechanism didn't engage and broke off into the catheter hub. Remained in the catheter hub.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample was submitted to the manufacturer for evaluation. It should be noted that only the safety clip and catheter hub was returned; the cannula hub and protective cap were not returned for investigation. The safety clip was inspection, and no damages was observed. The clip hold was measured, and it falls within the specification of g20. Based on the inspection result, it is suspected that the returned sample's safety clip may have been mixed between g20 and g22 safety clips. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. Based on the investigation, the reported defect is confirmed. A possible root cause is the piece of complaint sample with g20 safety clip might have been accidentally collected by the operator and assembled it. However, it is confined to only one single piece with the fact that there ware tracking records of line clearance in place before the conversion of batches. Corrective actions include redesign a metal container to address the issue of clip stuck together that lead to operators placing small quantities of safety clips on the machine workstation, provided a magnetic rod for all crimping machines to collect dropped parts inside the machine and to revise the manual line clearance checklist to specify key areas to focus on during line clearance. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.